Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. Material deformation, break, and device-device incompatibility were confirmed for the device. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr13584 pta balloon dilatation catheter allegedly experienced material deformation, break, and device-device incompatibility. This information was received from one source. Of the one material deformation, break, and device-device incompatibility, one involved patients with no patient consequences. The patient was a (B)(6) years old male and weighed (B)(6) lbs.